Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed damage and flakes off at femoral marker in the sheath assembly. Kinks were observed in the imaging window assembly in the distal end. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2017. It was reported that lost image occurred. The target lesion was located in the coronary artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was advanced for visualization; however the image was lost. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, returned device analysis revealed a damage at the femoral marker in the sheath assembly.